Manufacturer narrative:
The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that transducer fault, motor fault and vent inoperable alarms have occurred on the vela ventilator during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
Results of investigation: vyaire medical can confidently say that the associated failure mode was assessed and is covered in our risk management files and does not meet criteria for further risk assessment process. This is a known issue isolated to the faulty transducer (contamination of the silicon pressure die leading to wire bond failures). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.